Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that the dura was torn and the brain was not injured. It was further reported that the procedure was successfully completed and no further adverse consequences were reported.

Manufacturer narrative:
The device subject to this event was not returned to the manufacturer for evaluation. The root cause of this failure is undetermined at this time.